Manufacturer narrative:
H6: investigation summary: the customer reported the secondary tubing came off at drip chamber, and returned a photo. The photo verifies the complaint of drip chamber separation. This failure and material is consistent with CAPA, root cause insufficient solvent. The plant has issued the corrective and preventative action (CAPA) to address the issue and is working on a solution involving the screw insertion depth on the solvent dispenser. A device history record review could not be performed on material 10013364t because the lot number is unknown.

Event description:
It was reported that the bd alaris smartsite texium secondary set separated. The following information was provided by the initial reporter: secondary set tubing came off drip pump was not used on patient.

Event description:
It was reported that the bd alaris smartsite texium secondary set separated. The following information was provided by the initial reporter: secondary set tubing came off drip pump, was not used on patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.